Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the right ventricular (rv) lead, once the lead was positioned and the lead was tested, the thresholds had increased. Therefore, the physician decided to move the lead, the screw was retracted. However, when the physician tried to pull the lead, it would not move. The physician elected to leave the lead implanted and have a computerized tomography (CT) to findout exactly where the lead is and what¿s causing it to not be able to be moved. The rv lead remains in use. No patient complications have been reported as a result of this event.